Manufacturer narrative:
(B)(4).

Event description:
The therapy appeared ineffective. The patient was taken to surgery and the catheter was found to be fractured. The catheter was replaced. The device system was used to deliver baclofen. Additional information has been requested a follow-up will be sent if additional information becomes available.